Event description:
It was reported that two days after ais (acute ischemic stroke) treatment, the patient experienced a recurrence of symptoms, and pta (percutaneous transluminal angioplasty) was performed to address stenosis of the mca (middle cerebral artery) occlusion. During the procedure, an attempt was made to guide the balloon and guidewire to the mca lesion without any support, such as an intermediate catheter, inside the guiding sheath. As a result, the subject balloon could not be advanced past the ic-top. When attempting to remove the balloon for the intermediate catheter insertion, the subject balloon became stuck and could not be retracted. Excessive force was applied to pull the balloon, causing the catheter shaft to separate from the body, while the two markers were still visible under fluoroscopy. Upon inspection, the subject balloon was missing from the shaft. Attempts to retrieve the subject balloon using a gooseneck device were unsuccessful, as it appeared to be lodged in a perforating branch, making retrieval impossible. It was then decided to appose the balloon to the vessel using a stent. Additional information received on 11-sep-2024 stated that after the initial treatment, the patient's condition worsened upon admission, requiring a second procedure. The plan was to perform pta for the residual stenosis, but the balloon could not reach the lesion due to atherosclerosis in the aortic arch and bending at the ic bifurcation. The subject balloon tore during removal attempts. Afterward, a catheter was successfully used to guide the stent to the lesion, and the stent was deployed, restoring blood flow. Finally, the remaining subject balloon was apposed to the vessel with the stent, completing the procedure. As for the re-occlusion of the mca, trevo nx showed a slight improvement in occlusion before pta with subject balloon, so the procedure was completed after stent implantation.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 - gtin - corrected. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the distal section of the balloon catheter was missing. The balloon and the catheter tip were completely missing in the returned complaint device. The complaint device shows significant deformation of the catheter shaft including where the catheter shaft is flat/crushed. The catheter shaft was also kinked/bent near the proximal end and near the middle of the catheter shaft. It was not possible to complete functional testing due to the condition of the returned complaint device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'balloon detached/separated' was confirmed during inspection. The other three as reported codes 'balloon or balloon catheter friction', 'balloon catheter difficulty removing/withdrawing' and 'un-retrieved device fragments' could not be replicated but the analysis results are consistent with the reported event. The device did not met specifications when received for complaint investigation based on the anomalies noted to the returned device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to be set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuosity'. It was reported that 'an attempt was made to guide the subject balloon and guidewire to the mca (middle cerebral artery) lesion without any support such as intermediate catheter from inside the guiding sheath. Resulted, the subject balloon could not be advanced from ic-top. Thus, attempted to remove the balloon for insertion of the intermediate catheter; however, the balloon got stuck and could not be retracted at all. When the gateway was pulled with excessive force, the catheter shaft came out from the body, but the two markers were confirmed under the fluoroscopy. When the removed shaft was visually examined, it was found that the balloon was not there. Attempt was made to retrieve the balloon with a gooseneck device, but the balloon tip stuck to the perforating branch or so, and it could not be retrieved at all. The decision was made to appose the balloon itself to the vessel by placement of a stent'. It was reported in the gfe follow up replies that 'the plan was pta for the residual stenosis, but the subject balloon could not reach the lesion due to atherosclerotic vessels in the aortic arch and bending of the ic bifurcation, and the balloon was torn when it was attempted to be removed'. The balloon catheter shaft was severely damaged with the distal section of the shaft missing (including the balloon, the marker bands and the catheter distal tip). This is aligned with the event description. The catheter shaft was also kinked/bent and was flat/crushed at various locations along the length of balloon catheter which was returned for analysis. An assignable cause of procedural factors has been assigned to the as reported 'balloon or balloon catheter friction', 'balloon detached/separated', 'balloon catheter difficulty removing/withdrawing', and 'un-retrieved device fragments' and to the as analyzed codes 'balloon catheter damaged', 'balloon catheter kinked/bent', 'balloon catheter flat/crushed', and 'balloon catheter broken/fractured during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors (severe tortuosity) encountered during the procedure.

Event description:
It was reported that two days after ais (acute ischemic stroke) treatment, the patient experienced a recurrence of symptoms, and pta (percutaneous transluminal angioplasty) was performed to address stenosis of the mca (middle cerebral artery) occlusion. During the procedure, an attempt was made to guide the balloon and guidewire to the mca lesion without any support, such as an intermediate catheter, inside the guiding sheath. As a result, the subject balloon could not be advanced past the ic-top. When attempting to remove the balloon for the intermediate catheter insertion, the subject balloon became stuck and could not be retracted. Excessive force was applied to pull the balloon, causing the catheter shaft to separate from the body, while the two markers were still visible under fluoroscopy. Upon inspection, the subject balloon was missing from the shaft. Attempts to retrieve the subject balloon using a gooseneck device were unsuccessful, as it appeared to be lodged in a perforating branch, making retrieval impossible. It was then decided to appose the balloon to the vessel using a stent. Additional information received on 11-sep-2024 stated that after the initial treatment, the patient's condition worsened upon admission, requiring a second procedure. The plan was to perform pta for the residual stenosis, but the balloon could not reach the lesion due to atherosclerosis in the aortic arch and bending at the ic bifurcation. The subject balloon tore during removal attempts. Afterward, a catheter was successfully used to guide the stent to the lesion, and the stent was deployed, restoring blood flow. Finally, the remaining subject balloon was apposed to the vessel with the stent, completing the procedure. As for the re-occlusion of the mca, trevo nx showed a slight improvement in occlusion before pta with subject balloon, so the procedure was completed after stent implantation.